Event description:
Vaginal mesh. Had prolapse surgery with ams elevate mesh; 2013 ethicon mesh. I had a enterocele and rectocele. Went to the doctor in (B)(6), he repaired the enterocele and rectocele. Implanted mesh and I think a sling for bladder, I never got relief, have been in pain since 2013 and is leaking infection. I had developed a huge rectocele in 2012 and dealt with that until it became too large. I went to a urologist who put me on "self catheterization" because I was having urinary tract infection. That helped for a while, but I began having infection again and asked the doctor about surgery. He sent me to a gynecologist who said he could do the surgery but would need confirmation from urologist. This urologist did not want to do the surgery. I still dealt with rectocele until it really was a burden and would not recede, stayed out causing infections and suffering. I went to two more urologists and asked for repair. I chose one in (B)(6) because he promised 60% repair for bladder and could repair rectocele floor resolve having to use a catheter (that was not true). He said he would not use mesh because I asked him not to use that, but he did use it anyway. I was in constant pain after the surgery. He did use mesh and did not repair bladder. I have gotten worse and worse asking for mesh removal. From may different doctors who are specialists. They say I may not be any better and could be worse if they did surgery at my age of (B)(6) and more medical problems now. I truly have exhausted any antibiotic and can tolerate almost and infections (uti) are constant now. I believe elevate ams mesh and ethicon should be recalled mesh and pay for suffering and pain I am enduring now. Thank you, (B)(6). Infection from device, constantly keeping me forever sick. "Is the product over-the-counter": no.